Manufacturer narrative:
The insulin pump passed displacement test, no unexpected error alarm noted. Unit had cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a crack on the reservoir window and the battery loading slot. Logo was discolored. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.